Manufacturer narrative:
The manufacturing location for this product is greater (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number. Investigation: no sample was returned to sanxin, photo was sent instead. Sanxin rechecked the same lot in the process manufacturing record, lot size 20050 pcs, accordingly to the standard of semi finished inspection product inspection, criteria appearance level s-4, aql 0.15, sampling plan 80 (0 1), inspected total of 2 batches, no foreign material was found. Sanxin rechecked the same lot finished products record, lot size 20050 pcs, sampling level g-iii, aql 0.015, sampling plan 800 (0 1), no foreign material was found. Sanxin rechecked the retained samples 5 pcs from same lot, no foreign material was found. The likely cause for fm (spike part dirty) is that when the spike components were assembled, there is potential that the spike may fall onto the floor and induced foreign material on the surface. As the unqualified material container is full, there is chance that the unqualified part was mixed up together with other qualified products and flowed into finished goods product. This is the most likely cause. Corrective action: educate and train the operator in the assembly line, to send the unqualified material into the proper unqualified container (at least 2 container per line), and ensure not to mixed up with qualified material.

Event description:
It was reported that foreign matter was found on the spike of a bd¿ IV administration set a120f (bp) after opening the package, before use. There was no report of injury or medical interventions.